Event description:
Nurse reported that approximately three hours into an intended four hour treatment on a system 1000 machine, an air detection alarm occurred, the blood pump stopped and the venous line clamp closed. Upon inspection of the machine, four to six inches of air was observed passed the line clamp. The treatment was discontinued, the blood was not returned to the patient. The blood circuit was primed with saline but the dailyzer then clotted. A new dialyzer and bloodline were then used for treatment with the same machine. The nurse stated that three or four similar events have occurred in the past. However, dates, devices serial numbers, or patient information were unavailable. There were no patient injuries or medical intervention associated with any of these events.